Manufacturer narrative:
Added g3/g4. H1/h2. H6: component code and conclusion code.

Manufacturer narrative:
H6: conclusion code.

Manufacturer narrative:
The medical device remains implanted. Return not possible. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore¿ excluder¿ aaa endoprosthesis. After a trunk ipsilateral leg was implanted, when a contralateral leg was implanted, the distal marker of the contralateral leg was accidentally aligned with the long marker of the contralateral gate and then the contralateral leg was deployed about 3cm. The physician attempted to pull the contralateral leg distally, but the contralateral leg caught on the proximal of the trunk and it was not successful. As it turned out, the contralateral leg was fully deployed from about 3cm above the trunk which located the level of the superior mesenteric artery. However, the blood flow of the sma and bilateral renal arteries were maintained because the contralateral leg was not apposition with the aorta. The blood flow of the ipsilateral leg was lost due to the contralateral leg, so a bare stent was implanted where between the proximal of the trunk and the contralateral leg. Then the blood flow of the ipsilateral leg was improved. After all devices were implanted successfully, an angiography revealed a proximal type I endolaek. The endoleak occurred due to the trunk moved along with when the physician tried to pull down the contralateral leg. A touch up ballooning was not performed to the proximal of the trunk because a dissection which had been confirmed before this procedure was in near proximal of the trunk. The physician decided to monitor the endoleak.